Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: provided imaging confirmed a filter leg had perforated the ivc, but the leg did not perforate the spermatic artery. However, the large retroperitoneal hematoma noted originating from four torn small retroperitoneal branches of the right testicular artery most likely began at the tip of the perforating left filter leg. Two other legs had perforated ivc, but should not impinge on adjacent organs. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: date unknown: ivc filter placement was performed. Date unknown: the patient referred from other department due to abdominal pain. It was confirmed that the filter leg(s) perforated the vessel and the varicose was created. The varicose was embolized with coil, however the filter was left to the patient body as it is. Additional information received 24jun2015: date unknown: the patient referred from other department due to abdominal pain. It was confirmed that the filter leg(s) perforated inferior vena cava and spermatic artery. The aneurism was created at right spermatic artery, therefore it was embolized with coil. The filter was left to the patient body as it is. Additional information received 26jun2015: date of event was updated ((B)(6) 2015). The complaint filter was implanted on (B)(6) 2015. Patient outcome: unknown as information was not provided.